Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported the self test was passed but error recurred again during self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.